Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item ch2000sc-10 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) lot#5985409 was reviewed and no non conformities were found that would have led the reported complaint. F2 - uf/importer report #: (B)(4).

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units where the customer reported that the closed system transfer device did not allow fluid movement. After multiple attempts, a replacement was used and worked correctly. There was patient involvement but no harm to patient or staff.